Manufacturer narrative:
The technician found the head limit cam was missing. He replaced the head limit cam to repair the bed.

Event description:
Info rec'd indicates, the bed has no trendelenburg function.